Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm occurred. The patient was in dwell 1 of 3 when the alarm went off. The patient contacted ts for assistance. After some troubleshooting, the patient was advised to cancel the treatment and re-setup with new supplies. When the patient opened the cycler door to remove the cassette, fluid leaked out of the cycler. Fluid was found in the pump module area. It was unknown at what point in pd therapy the leak began. The patient stated there was no damage found on the cassette. The patient was advised by ts to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow-up with the patient, it was confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not complete their treatment on the night of the leak. They received their replacement cycler the next day. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed they are continuing pd therapy on the replacement cycler without any further problems. The old cycler was being returned for evaluation, and the patient stated the cycler set would be sent back with it.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm occurred. The patient was in dwell 1 of 3 when the alarm went off. The patient contacted ts for assistance. After some troubleshooting, the patient was advised to cancel the treatment and re-setup with new supplies. When the patient opened the cycler door to remove the cassette, fluid leaked out of the cycler. Fluid was found in the pump module area. It was unknown at what point in pd therapy the leak began. The patient stated there was no damage found on the cassette. The patient was advised by ts to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow-up with the patient, it was confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not complete their treatment on the night of the leak. They received their replacement cycler the next day. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed they are continuing pd therapy on the replacement cycler without any further problems. The old cycler was being returned for evaluation, and the patient stated the cycler set would be sent back with it.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.